Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was checked for leakage before use. The cuff leak was noted after intubation. The patient was re-intubated.